Event description:
Hot pack apparently burst upon activation and sent contents into the eyes of the clinician. It was reported that no serious injury resulted.

Manufacturer narrative:
It was reported that the clinician had difficulty activating the hot pack and gave it to a member of the maintenance staff to activate. When he activated it, it burst, sending the contents into the eye of the staff member. They flushed her eye with water and sent her to the ER for evaluation. There was no injury and she was released. The sample was evaluated. There is a rupture in the film about the center of the pack. The conclusion is that the account activated it improperly this was duplicated with reserved samples. The packs were activated with the force of the water moving in the opposite direction of what the instructions indicate. To address this, the instructions are being revised to further clarify this on the packaging.